Event description:
It was reported that customer experienced tandem mobi cartridge alarms, including confirmed cartridge alarm 34, and had similar alarms with consecutive cartridges without any known exposure to magnets or occurrence during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump.